Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy, the device jaws were applied to tissue and could not be re-opened. The device was removed by resecting the tissue directly adjacent to the jaws. A new device of the same type was opened and used to successfully complete the procedure,. There was no patient injury.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. Investigation found that the device had been cleaned before returning to covidien. No residual tissue was found between the jaws. The handle could be latched and unlatched without difficulty. The jaws opened properly when the latch was released to open the jaws and did not lock when activated on a wet towel. The investigation found the device to function normally and within specifications.